Manufacturer narrative:
Additional information: the reported event that the castor of the cart snapped off, was confirmed by the field service supervisor. During the visual inspection a broken castor was found.

Event description:
It was reported that the castor broke off of the cart at the user facility. No patient involvement or delays were reported with this event.

Event description:
It was reported that the castor broke off of the cart at the user facility. No patient involvement or delays were reported with this event.